Manufacturer narrative:
The visual findings revealed the led cover had been pushed down into the unit as it was no longer attached on the upper enclosure. Evaluation of the unit found that the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to a broken nurse call relay. Being that the unit is more than three years old, it is likely the cause of the malfunction, is normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported when the alarm is in use with the nurse call cable the alarm does not send signal to the nurses station when the patients weight is removed from the sensor pad. The date the issue was discovered is unknown and no patient incident or injury was reported.